Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) is currently underway. The reported problem (battery won't show charge in monitor) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
A (B)(6) female pt's spouse contacted zoll customer support to report that one of the pt's batteries was fully charged, but did not show any charge when placed in a monitor. The pt was issued a replacement battery pack.